Manufacturer narrative:
Additional pro code: dro. Zoll medical corporation has not received the device and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "pacer fault 115" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect pace/defib engine board was returned. The reported malfunction was observed and attributed to the pace/defib engine board. The customer received a replacement pace/defib engine board. Analysis of reports of this type has not identified an increase in trend.